Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a single use loading unit. It was observed that the instrument was able to be cycled without pressing the green firing button. The instrument was disassembled for visualization of internal components. This examination found that the grasping mechanism was fractured. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a unreported condition of a broken grasping mechanism that has no relationship to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another handle and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy laparoscopic procedure, the device did not fire. The surgeon was able to press the green button but unable to squeeze the handle. Another device was used to complete the case. There was no patient injury.